Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibia component to invision tibia and inbone flat top talus due to poor bone quality with cystic changes in the tibia and subsidence with pain.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. ¿ the talus shows some radiolucency as well and there are smaller cysts visible also on the lateral part. Loosening is pretty likely, subsidence is possible, but cannot be confirmed with the given information (CT only).¿ based on the investigation, the root cause was attributed to the patient related issue. The failure was detected due to some radiolucency and smaller cysts visible around the lateral part of the talus. Hence, according to the medical assessment by the hcp, loosening can be confirmed, while subsidence is also possible but cannot be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibia component to invision tibia and inbone flat top talus due to poor bone quality with cystic changes in the tibia and subsidence with pain.